Event description:
It was reported that the fowler was drifting. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Gas spring cylinder. Investigation is ongoing, a f/u report will be submitted with results.